Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification test. There were visual indications of dried fluid in the recesses of the bottom cover adjacent to the pump assembly, on the bottom cover behind the front panel assembly, and on the inside of the top cover. The cause of the observed dried fluid could not be determined. The mushroom head checks passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: per the patients pd nurse, the patient did not suffer cardiac arrest or expire during a pd treatment and the event was not related to the fresenius cycler, or any other fresenius device, or product. Based on the available information, there is no allegation, temporal association or objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away due to an unknown reason. In additional follow-up, the patients pd nurse reported the patient died from cardiac arrest (confirmed date: (B)(6) 2020). Per the nurse, the patient did not suffer cardiac arrest or expire during a pd treatment and the event was not related to the fresenius cycler, or any other fresenius device, or product. The nurse stated the patient has a past medical history of end stage renal disease (esrd), diabetes mellitus and hypertension as well as non-compliance to the pd treatment schedule (the patient was in the process of moving from residence). The cause of the cardiac arrest was unknown, according to the nurse. However, it was reported the death may have been due to the patients comorbid conditions (which are known risk factors for mortality) and skipping pd treatment. The nurse was adamant the patient did not have any product related issues associated with the reported death. No further information is available.